Manufacturer narrative:
Pump passed displacement test, self test, unexpected alarm error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery out limit, failed battery test and blank display noted. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a failed battery alarm and blank display. The customer¿s blood glucose level was 342 mg/dl. The customer stated that after receiving replacement battery cap, the battery was died last night and did not alarm and had a blank display. The customer was advised to monitor insulin pump. The customer was advised to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.